Manufacturer narrative:
(B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that there was no stent on the sds. As part of the analysis, the manufacturing data for the stent profile was reviewed. The maximum crimped stent od (outer diameter) measurement at the time of manufacture for the returned device was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. Stent crimp markings were evident on the exposed balloon wall, indicating the stent was crimped to the balloon prior stent detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the first obtuse marginal branch. After pre-dilatation was performed, a 2.50x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.